Event description:
It was reported that the insulin pump had moisture damage. Customer stated that the insulin pump fell in the toilet and had yellow discoloration. Customer will call back due to patient was currently at school. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.